Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient said for "probably over a month" he is charging his ins more often than he used to. The patient said he used to have to charge his ins every 2.5 to 3 days and now he has to charge his ins every day. The patient has recently switched groups, but has not increased their parameters. The patient said he has three programs and he switches between them, the patient said they are all equal in intensity so he doesn't think that is a factor. The patient confirmed that he has no issues with charging his ins, he said he gets excellent connection. The patient said sometimes it takes an hour to charge his ins, but at times it only takes twenty five minutes. The patient said "it seems to be getting worse". The patient said no falls or trauma were related to this event. No further complications were reported. No patient symptoms were reported.